Manufacturer narrative:
Correction: d7, h5. Updated: b5, d4, d9, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The customer's allegation was confirmed. The reported events are inferred to have occurred through the following mechanism. 1. Grasping section was closed without grasping anything while the output in seal & cut mode was activated, (this includes after tissue resection) causing the tissue pad to wear away. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark was developed, and it was causing ultrasonic level error (u509). Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was reported the subject device teflon melts during a thyroid cancer therapeutic procedure.the procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
E1/address line 1:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Correction added to field:h5. Additional information added to fields: d8, d9, and h6. The device was not returned to olympus for inspection, therefore the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.